Event description:
The customer reported that her blood glucose measured 451 mg/dl at 3:50 which she corrected with a 5.665 unit bolus. Her bg was 489 mg/dl at 4:28 pm and 469 mg/dl at 5:15 pm. She corrected with a manual injection (dosage not reported) at the later time. At 8:16 pm, she removed the pod. The cannula was kinked. The device was discarded.

Manufacturer narrative:
The device was discarded and will not return for eval. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia. No product lot number was reported, therefore no qualification records were reviewed. The omnipod user guide warns: "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."